Event description:
The following information was reported to gore: on (B)(6) 2012, this patient underwent an endovascular treatment for impending rupture of right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, during follow-up, enlargement of the left distal common iliac artery was noted. On (B)(6) 2024, the patient underwent reintervention. Coil embolization of the left internal iliac artery was performed, and an additional stent graft was extended to the left external iliac artery. S tenosis of the left external iliac artery and multiple ulcer-like protrusions (ulp) of the descending aorta were reported (both outside the treatment area). The physician states as follows: ulcer-like protrusions (ulps) were observed in multiple locations in the descending aorta. Because it was originally tend to dissection, the enlargement of the left distal common iliac artery was probably a spontaneous event and not due to the device.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: IFU statements the excluder device IFU was reviewed with respect to the complaint detail for the applicable region and time period. The following statements were identified in relation to the complaint [adverse events] 2) other adverse events: aneurysmal enlargement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.